Manufacturer narrative:
Evaluation: no device or x-rays were received for evaluation. There has been one complaint against this device in the past 12 months with none for same or similar conditions.

Event description:
It is reported by the patient's attorney, the patient underwent a right total knee replacement in 1998. Post-op, the patient experienced problems with pain. As a result, in 2005, the right knee was revised where the revision stem that inserts into the femur was discovered to have fractured.